Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: unknown. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast surgery with a 600cc mentor memorygel breast implant prosthesis and underwent unilateral medical device removal (right side) for unknown reason. The patient underwent removal and replacement with an unspecified saline breast implant on (B)(6) 2021 for unknown reason. Upon explantation, the right-sided device was observed to be opaque color. At this time of report, it is unknown as to why the patient decided to undergo explantation. However, follow-up is still in progress. If additional information is received in the future, a supplemental report will be submitted.

Manufacturer narrative:
On 3-jan-2022, the analysis was completed based on a photo that was provided. Investigation summary: upon visual evaluation of the images provided in the complaint, two (2) devices were observed, with no apparent damage or visual anomalies of the shell. However, the one of the implants was observed to be cloudy and almost white. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. H.6. Investigation findings (c22): cosmetic. Manufacturer's reference number: (B)(4).